Event description:
During remote follow up, post-paced t-wave oversensing were observed on implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
Additional information received indicated the post-paced t-wave oversensing was due to fusion.